Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a reservoir anomaly. Customer reported nothing would exit from the reservoir once it was attached to the tubing. The customer's blood glucose was unknown. The customer stated the issue occurred in a past event. The customer was advised to call back if the issue persisted. The reservoir will not be returned for analysis.